Event description:
A consumer reported having rinsed o2optix contact lenses with sterile saline prior to insertion and feeling a slight stinging upon insertion which subsided after a few moments. Her eye were noticeably red later in the day, but did not remove lenses until returning home. She felt intense pain upon removal. Previous history of using clear care lens care solution for several years. Consumer went to the ER and then referred to an ecp for follow-up. Diagnosed with large central corneal abrasions & chemical conjunctivitis, both eyes. Prescribed vigamox, acular ls, and homatrop drops, and bandage lenses (night & day). Last reported corrected va with glasses ou 20/25. Patient noted eyes still feel scratchy & vision not as clear as before. Next visit scheduled for 2-4 weeks. Al medications stopped previously. Recommended use of artificial tears. No further information has been provided. This report has been designated at the left eye event.

Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is considered as a significant corneal abrasion." The device history records & sterility records have been reviewed by manufacturing and found to be in compliance.